Manufacturer narrative:
The device was disassembled to be visually examined. During the visual examination, the device was found to have worn or damaged components including a corroded nose cone. Based on the findings of the visual examination, the most likely cause for the reported heat would be the corrosion found in the front end of the device. Excess friction on this component could cause the device to heat up.

Event description:
It was reported that the core impacting drill heated up during a case. A back-up device was used to complete the case without patient or user injuries, and there were no adverse consequences.